Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with o2 device failed error. The customer reported there was no patient involvement.

Manufacturer narrative:
Correction; the affected unit with the reported problem is v60 (B)(6). The customer reported the wrong serial number (B)(4). There is no problem with this unit and no service performed. Report #2031642-2017-02476 is for unit (B)(4). There is no problem with this unit and no service performed as the customer provided an incorrect serial number.